Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for cardiac tissue repair resulting in a thickened patch. Details of the event are provided below. In (B)(6) 2013, the pt underwent a total anomalous pulmonary venous return (tapvr) of the coronary sinus procedure, where the cormatrix ecm for cardiac tissue repair was used to baffle the pulmonary valve. At each follow up visit over a period of two months following the initial procedure, the pulmonary pressure was noted to be increasing successively, and the pt ultimately developed right ventricular dysfunction. On (B)(6) 2013, the pulmonary pressure was at a critical level, requiring emergent reoperation. Upon reoperation, the surgeon stated the patch had thickened to approximately 3-4mm and had obstructed the baffle and pulmonary venous return. The patch was resected and replaced with a homograft. The surgeon performed both the initial tapvr procedure as well as the re-operation. The surgeon stated he did not know why the patch had become thickened and had never seen this happen before. In follow-up correspondence, the surgeon indicated that the pt is doing fine following the reoperation. The cause of the thickened ecm is unk.